Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Pump supplies were changed multiple times. Customer reverted to using manual injections for insulin therapy. As the alarms occurred in the past, a cause of the occlusions could not be determined by tandem technical support. Reportedly, customer resumed pump therapy. Blood glucose was 200-400 mg/dl.